Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review of stored electrograms, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. No device intervention was performed but programming changes were discussed. Patient was stable.

Event description:
New information received stated that the implantable cardioverter defibrillator was reprogrammed. Patient was stable before, during, and after the reprogramming.